Manufacturer narrative:
The patient¿s concomitant medication includes aspirin and clopidogrel. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(6), a patient experienced transient ischemic attach (tia) fifty days after the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostial internal carotid artery. The lesion was described as 20mm in length, mildly calcified and arch type I. The reference vessel was 6.0 in diameter with mild vessel tortuosity. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris in the filter basket. It is unknown if air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. Fifty days post procedure, the patient experienced a tia. It is unknown if the patient was medically treated. It is unknown if the symptoms resolved. The patient¿s concomitant medication includes aspirin and clopidogrel. Per the investigator, the event was not related to the index procedure or the cordis product. Multiple attempts to gather additional information have been made and have been unsuccessful. The patient¿s medical history include copd, cardiac arrhythmia, abnormal stress test, history of smoking, coronary artery disease, coronary percutaneous revascularization and a high risk criteria of unstable angina (ccs class iii/IV) and age greater than 75. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported via the (B)(4) registry, a patient experienced transient ischemic attach (tia) fifty days after the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostial internal carotid artery. The lesion was described as 20mm in length, mildly calcified and arch type I. The reference vessel was 6.0 in diameter with mild vessel tortuosity. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris in the filter basket. It is unknown if air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. Fifty days post procedure, the patient experienced a tia. It is unknown if the patient was medically treated. It is unknown if the symptoms resolved. The patient¿s concomitant medication includes asprin and clopidogrel. Per the investigator, the event was not related to the index procedure or the cordis product.